Event description:
A 180mm 2/3rd ring was applied to treat a proximal tibia fracture. The following morning the md noted the bone screw carriage was broken. The screw carriage was replaced without incident or injury to the pt.